Manufacturer narrative:
Further information was requested, but not received yet

Event description:
It was reported that the patient right ventricular (rv) lead exhibited failure to capture and decreased sensing was noted. The rv lead had dislodgement. The physician elected to explant the lead and replaced it with a new one. The patient was recovering.